Event description:
--

Event description:
Boston scientific crm received information that one day post implant, the patient experienced muscle stimulation in his abdomen. It was noted that the right atrial (ra) lead exhibited loss of capture and the right ventricular (rv) lead had increased threshold measurements. The chest x-ray revealed that the ra lead had dislodged, however the rv lead appeared to remain in good position. There was concern over a high current of injury or a possible lead perforation. The ra lead was explanted and a new active fixation lead was successfully implanted. The rv lead was repositioned and yielded good measurements. No adverse patient effects were reported.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. Analysis revealed a dielectric issue between the anode and cathode conductive paths located underneath the terminal ring. Analysis was unable to confirm the field allegations, however the lead was found to be electrically discontinuous.